Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported a frozen screen. Buttons were not responsive and the time clock did not advance. The pump was reset and the battery was replaced but the time clock did not advance after inserting new battery. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which starts at the corner of the left belt clip rail, faded serial number label. The pump was received with a battery cap. The battery cap contact detached from the battery cap and fell into the compartment prior to visual inspection. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No frozen displays, or unexpected display anomalies were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool lists the following delivery related pump errors around the event date: 105=low reservoir occurred on (B)(6) 2024 at 05:28:33, 09:06:53 and on (B)(6) 2024 at 22:10:23. The adapt tool lists the following communications related pump errors around the event date: 780=lost sensor 1 occurred on (B)(6) 2024 at 20:59:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump]. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. In summary, the customer¿s report of a frozen display was not confirmed during testing. The pump does not meet specs due to the detached battery cap contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.